Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the input signal and the setting of the display settings are different. As this phenomenon is described in the instruction manual, we judged that this is due to the handling. This issue is addressed in the instructions for use (IFU): "6.1 troubleshooting guide malfunction:no image. Cause:the button for switching input signals has been incorrectly set. Remedy:use the input button on the front panel to select an appropriate terminal." Three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
In speaking with olympus technical support via the phone, the cabling connection set-up between the evis exera iii video system center and the high-definition liquid crystal display (lcd) monitor was confirmed with the reporter. The reporter stated there was a serial digital interface (sdi) cable going from sdi out in the evis exera iii video system center to the sdi in 2 in the high-definition liquid crystal display (lcd) monitor. The reporter then pressed port b. Digital video interface (dvi) was selected, and then the input to sdi 2 was changed. The reporter confirmed the image was present from the evis exera iii video system center on the high-definition liquid crystal display (lcd) monitor with sdi 2 selected for the input. The issue was resolved. Additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, after connecting the evis exera iii video system center to the high-definition liquid crystal display (lcd) monitor, the image could not be viewed. It was unknown when the issue occurred, however a diagnostic procedure was involved. No patient harm reported.